Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The worker states that the foot end of the bed will operate but it will not stay in that position.